Manufacturer narrative:
The field service engineer (fse) checked and adjusted the alignment of all probes. He checked the gear pump pressure and did not find any issues. He checked all the rinse stations for good laundry and he noted that there was no loss of vacuum. He found that one of the rinse nozzles was not moving freely. He then cleaned and adjusted this part. He performed a mechanical check with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient sample tested on the cobas 8000 c702 module. The initial result was reported outside of the laboratory. A new sample was also collected from the patient. On (B)(6) 2022, the initial result of the initial sample was 649 umol/l. On (B)(6) 2022, the first repeat result of the initial sample was 88 umol/l. On (B)(6) 2022, the second repeat result of the initial sample was 84 umol/l. The result of the new sample was 87 umol/l. This result confirmed the repeat results of the initial sample. The reagent lot number is 651406. The expiration date was requested but not provided.